Manufacturer narrative:
The returned device was evaluated. During evaluation the device turned on but only remained on for approximately 1 minute and the low battery alarm sounded for approximately 10 seconds. The battery is over 4 years old and beyond service life.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit turns off by itself even if the battery is fully charged. There was no known impact or consequence to patient.